Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer's family member that the customer was hospitalized for low blood glucose levels while using their insulin pump. Customer's blood glucose level was reported at 37 mg/dl. Customer was walked through troubleshooting and will go to their healthcare professional to make final adjustments to product. No further info was provided.